Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the buttons became gradually harder to press over the past several weeks. Blood glucose level was 156 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had no esc, act, down and up button response due to corroded keypad traces. No button error alarm during testing. Insulin pump had a cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).